Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01732.

Event description:
It was reported patient underwent initial right rhk placement. Subsequently, the patient was revised approximately one year due to pain. During the revision, significant arthrofibrosis was noted, and the coupling pin was loose and protruding above the appropriate level. A new poly insert and coupling pin was placed without complication. The patella was resurfaced with an initial implant due to retropatellar arthrosis. Attempts have been made and additional information on the reported event is unavailable at this time.